Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered scar tissue and muscles, frequent painful cramps in vaginal area, painful boils, and painful intercourse. No further info has been provided.